Event description:
Carbon dioxide cartridge was unscrewed from inflation device. When new cartridge was screwed in all of the lights on the indeflator came on and stayed on. The unit was removed from the table and at that time it was noticed that a red wire was loose on the indeflator.